Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('/ migration of essure device location of device : abdomen'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), cholecystectomy ('surgery (other) type of surgery: laparoscopic cholecystectomy (gallbladder removal)') and diverticulitis ('gastrointestinal or digestive system condition type: diverticulitis') in a (B)(6) year-old female patient who had essure (batch no. B60745, 860745) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chest pain, right upper quadrant pain and polyps. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue was worse than ahen menstruating"). In 2014, the patient experienced arthralgia ("joint ,hip and knee pain"). In (B)(6) 2014, the patient experienced diverticulitis (seriousness criterion medically significant). On (B)(6)2016, the patient underwent cholecystectomy (seriousness criterion medically significant), 2 years 5 months after insertion of essure. In (B)(6) 2017, the patient experienced varicose vein ("varicose veins"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), pain in extremity ("upper legs-thigh area") and abdominal pain lower ("lower abdominal"). The patient was treated with surgery (total hysterectomy, removal of fallopian tubes and uterine ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, cholecystectomy, vaginal haemorrhage, allergy to metals, dysmenorrhoea, arthralgia, fatigue, varicose vein, pain in extremity and abdominal pain lower outcome was unknown and the diverticulitis was resolving. The reporter considered abdominal pain lower, allergy to metals, arthralgia, cholecystectomy, device dislocation, diverticulitis, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, pain in extremity, vaginal haemorrhage and varicose vein to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Computerised tomogram - on an unknown date: performed with coronal reconstructions after IV contrast administration. This CT scan used dose modulation, iterative reconstruction, and/or weight based dosing when appropriate to reduce radiation dose to as low as reasonably achievable.. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and mr received: new reporter, patient demographics, essure removal date, lot number, essure indication, concurrent condition, lab data added. Event injury to herself was replaced with events abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: abdomen, nickel allergy, dysmenorrhea (cramping), surgery (other) type of surgery: laparoscopic cholecystectomy (gallbladder removal), bilateral venous ablation , pain - joint, hip and knee, upper legs-thigh area, lower abdominal pain, perforation (fallopian tube(s)), fatigue was worse than when menstruating, gastrointestinal or digestive system condition type: diverticulitis, other injury or complications please describe: varicose veins. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.